Event description:
Olympus was informed that during an unspecified diagnostic procedure, the hf cable made a popping sound then exploded. The intended procedure was completed with a different but similar device. There was no patient or end user injury reported. The user facility's biomed performed a pmi functionality test on the unit and no energy leakage was observed. No further information was provided. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no success.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.